Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the laser connector snapping and causing a fire could not be determined. The device was not returned for evaluation and a physical evaluation could not be performed. The following is included in the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." P29 olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device has not been returned yet. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the laser connector snapped from the laser fiber and started to cause a fire from the connector. The reported problem was found during an unspecified procedure. There was no report of patient or user injury due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being submitted for the soltive premium superpulsed laser system (tfl-pls) under the medwatch with patient identifier (B)(6). The tfl-fbx200s (200 micron tfl single use fiber) was submitted under manufacturer report number: 3011050570-2023-00061.